Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5239129. Medical device expiration date: 2019-07-31. Device manufacture date: 2015-08-27. Medical device lot #: 5243391. Medical device expiration date: 2019-08-31. Device manufacture date: 2015-08-31. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Complaint is unconfirmed.

Event description:
It was reported that the needle retraction of a bd ultrasafe passive¿ x-series needle guard syringe failed. There was no report of exposure, injury or medical intervention.